Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that when the lead was returned, the helix wasn't fully retracted. The helix was able to be extended and retracted within specifications.

Event description:
It was reported that during implant, the right atrial (ra) lead helix seemed to be deployed before it was screwed in. Then once defibrillation testing was finished, the ra lead was dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).